Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were intermittently unresponsive and required multiple button presses with increased force to engage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/18/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the intermittently unresponsive up arrow and down arrow keypad buttons was not able to be duplicated; all keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found on the button contacts. The pump was opened and the keypad flex was found to be firmly seated in the connector with no visible signs of damage or contamination on the flex cable or connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.